Event description:
The duett was deployed following an interventional procedure in the right common femoral artery. Scar tissue was reported to be present. Following the deployment, the pt experienced pain, loss of color and pulses. An angiogram confirmed an occlusion and treatment consisted of thrombolytic therapy, anticoagulation therapy and a percutaneous thrombectomy. The treatment was successful and no further complications were reported.